Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose that day was 536 mg/dl with moderate ketones and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal rate settings were recently changed by a health care provider. During troubleshooting, it was reported that the cartridges were not being used per instructions for use. There was no indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a reported use error.